Event description:
It has been reported to philips that the system¿s software was corrupt. The system was not in clinical use. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the pc's software got corrupted. Upon troubleshooting, fse found that the software corrupted due to abnormal shut down by a new cathlab technician and windows circle was loading and x-ray system application starting up. To resolve the issue, fse reinstalled the software and uploaded system backup made functional system. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.